Event description:
The intraocular lens was removed and replaced with an anterior chamber lens at 4 months post-operative due to a dislocation. The physician stated the dislocation was due to complications that occurred during the initial surgery, which were not lens related, but capsule related. No complications occurred during the additional surgical procedure.

Manufacturer narrative:
The lens was received by the manufacturer cut in 2 pieces with 2 distorted haptics, precluding analysis. Based on the information received from the physician this event does not appear to be device or manufacturing related. The iol met all specifications prior to release.